Event description:
Customer was using the subject device on patient with a b1 bleed. The sheaths could not be retracted the clip not advanced. Customer used 10 clips all of which failed to operate properly. The hemostasis was completed with a different device. The patient is receiving on the ward.

Manufacturer narrative:
The exact cause of this phenomenon could not be conclusively determined since the subject device was not returned to olympus medical systems corp. (Omsc). This report will be supplemented if any important, additional information is obtained, or the subject device is returned and any significant evaluation result is obtained.